Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The customer reported to have replaced the inspiratory pcb. Covidien was not authorized to service the device. The ventilator passed all testing.